Manufacturer narrative:
The explanted ipg was not returned to bsn. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing overstimulation at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that it was confirmed by the boston scientific representative that the patient had not undergone the ipg replacement procedure.

Event description:
A report was received that the patient was experiencing overstimulation at the ipg site. The patient underwent an explant procedure.